Event description:
It was reported there were impedances greater than 2,000 ohms. It was visually noted there was a lead/extension fracture noted. It was decided the lead would be replaced at a future date. The implantable neurostimulator (ins) was replaced for normal battery depletion. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 7426 lot# serial# (B)(4), implanted: 2008 (B)(6), product type implantable neurostimulator product ID: 7482a40 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 3387s-40 lot# v037820, implanted: 2007 (B)(6), product type lead product ID: 7482a40 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 3387s-40 lot# v051094, implanted: 2007 (B)(6), product type lead product ID: 37602 lot# serial# (B)(4), product type implantable neurostimulator product ID: 37602 lot# serial# (B)(4), product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported the lead replacement occurred on (B)(6) 2013. Patient outcome was noted as "doing great."